Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400cbc was received for investigation. Visual inspection under magnification identified circumferential grooves worn into the inner diameter of the outer tube hood and along the outer diameter of the cutting head, indicative of a site of metal debris production. No breakage was noted. The observed condition is most likely the result of prying/leveraging the device against bone and/or hard tissue during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-8400cbc bone cutter left metal debris on the left side area where surgeon was working on. This was discovered during an rcr procedure. Surgeon used a new bone cutter to complete case successfully, no patient affected.